Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein one lead was explanted and replaced. Reportedly effective therapy was restored. Both leads are being reported as it is unknown which lead was liable.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-05475. It was reported patient suffered a fall a couple of months back and hence started experiencing ineffective therapy. Diagnostics indicated that one of the leads indicated high impedances. As such surgical intervention is anticipated to address the issue at a later time.